Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a syncopal episode with a noted heart rate down to the forties while at dialysis. Upon arrival to the emergency department the clinician noted that there were no pacer spikes seen on their monitor and there was a concern for loss of capture. There was also a previous impedance warning for an left ventricular (lv) lead vector that was not programmed on. It was also noted that nearly one month later the patient presented to the emergency department again due to another syncopal episode. The right ventricular (rv) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced a syncopal episode with a noted heart rate down to the forties while at dialysis. Upon arrival to the emergency department the clinician noted that there were no pacer spikes seen on their monitor and there was a concern for loss of capture. There was also a previous impedance warning for an left ventricular (lv) lead vector that was not programmed on. It was also noted that nearly one month later the patient presented to the emergency department again due to another syncopal episode. The right ventricular (rv) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the patient died approximately one month later due to hypotension related issues. No further information was available about the death or the previously reported capture issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.